Event description:
There was an allegation of questionable cl electrode (chloride) and na electrode (sodium) results from the cobas pro ise analytical unit. The initial chloride result was 117 mmol/l, and the repeat result from another analyzer was 99 mmol/l. The initial sodium result was 123 mmol/l, and the repeat result from another analyzer was 138 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated because the result was high for chloride. The questionable results were not released outside of the lab.

Manufacturer narrative:
The cl electrode lot number is awn10 and the na electrode lot number is avc92. The expiration dates were not provided. A field service engineer (fse) determined that there was a build-up of serum and plasma spillage in the mixing vessel and crystallization in the ultrasonic wash station and reference electrode. They cleaned the mixing vessel, ultrasonic wash station, and reference electrode. The vacuum nozzle, nozzle sip assembly, and valves were replaced. They performed air purges, primed the reagent, and ran successful mechanism checks, ion selective electrode checks, calibration, qc, and a 21-cup precision. The investigation determined that the service action resolved the issue.